Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis. Tried to connect the reload to the manual stapling handle over again and could connect the device, however, could not open or close the jaws. The event occurred during the procedure but the product was not used on the patient. Replaced by a new handle and a new reload and the loading and firing were completed. There was no patient harm. The status of the patient is no problem.